Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The field service engineer (fse) evaluated the device and found an error (110d) relevant to proximal pressure sensor range failure. The fse replaced the gas delivery system (gds) to address the issue. The ventilator passed all tests and operated within the manufacturing specification. The gas delivery system (gds) assembly was received for failure investigation. Visual inspection of the returned gds revealed no signs of contamination or damaged. The gds was installed to a failure investigation (fi) test ventilator. Different symptom code was generated. The test ventilator failed with 110b error code. The root cause was identified to be the c45 shorted on the da pcba created the error code 110b. The 110d error code could not be duplicated MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a ventilator check error. The ventilator was not in use on a patient at the time of the event occurred.